Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and reported that the closure seal on her one touch ultra2 kit was broken. She also reported that the lancing device was missing and that she only rec'd all the literature in not english. The patient reported that these alleged issues first occurred a week earlier. She also reported experiencing symptoms of blurry vision, frequent urination, loss of balance, vertigo, and being disoriented. The pt reported that she skipped her insulin dosage for 1 week after experiencing the symptoms. At the time of troubleshooting, it was verified that the closure seal was located on the meter box and per the pt, it seemed that the seal was rewrapped. It was also verified that the lancing device and the alleged literature was missing from the box content. This complaint is reported because the pt alleged that there were missing products and that the closure seal was broken. She also reported experiencing symptoms and then skipped her insulin dosage for 1 week. Replacement products were sent to the lay user/patient.